Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 24 mg/dl. Reportedly, the customer lost weight and the pump settings needed to be adjusted. Reportedly, the customer required assistance addressing low bg levels, and customer reported that on one of the occasions the low bg level caused the customer to fall. Low bg levels were addressed with juice, peanut butter, and crackers. Recommendation was made to discuss diabetes management with customer's health care professional.